Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The product was requested but not yet received. The investigation is still pending. A supplemental medwatch will be submitted when further information becomes available.

Event description:
According to the customer: patient was on calcium channel blocker and quadrox "whited out" no pt harm but oxygenator was exchanged out. No further information was provided by the customer up to date. (B)(4).

Manufacturer narrative:
The product is not available for investigation; therefore manufacturers laboratory investigation is not possible. Several attempts were performed to obtain additional information about the incident (what does "whited out" mean), lot # and serial number of the product in questions. Those attempts were not successful. No additional information was provided and the sales person stated by email that the customer is not providing any additional information at this point. Due to the missing incident information a meaningful clinical assessment of the incident was not possible. As no lot # and serial # was provided a DHR review of the product in question was not possible. A trend search (material number, failure code and failure description) for similar complaints was performed with the following result: 0 similar complaints found. Due to this information no systemic issue could be determined. Based on the information available at this time a confirmation of the failure is not possible. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).